Event description:
Reportedly, the device failed to deliver defibrillator energy to a patient when the shock button was pressed. A paramedic on scene attached a backup therapy cable to the device and the device was reported to have functioned appropriately for the duration of the use. The patient was not resuscitated. There was no report of association between the reported event and patient outcome.